Event description:
The user began to experience helium leak alarms after 5 minutes of pumping. The baseline for bpw also dropped immediately. The helium tank was exchanged, but the alarms continued. Because of this, the pump was exchanged. There were no patient complications.